Event description:
False positive result (s). The customer stated that they have continuously received positive results with flowflex and simultaneously received negative results with binax and ihealth for over a year. They stated that they have tested with roughly 16 flowflex kits between (B)(6) 2022 to the present. The customer wants to know why they always test positive with flowflex and negative with other rapid tests. They last tested with flowflex on (B)(6) 2023 and received a positive result. The customer filed a previous complaint in (B)(6) 2022. The customer would like our r&d department to be aware that they have gerd reflux (an extreme form of heart burn) and that they received one dose of evesheld (covid-19 antibodies for high-risk individuals) in (B)(6) 2022.